Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional right common iliac artery dilation procedure via a 6f sheath. Reportedly, blood was leaking near the low part of the marker lumen, at the interval between the black tube and the marker lumen. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - use after damage. The device was returned for analysis. The leak was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. Reportedly, the device did not flush prior to use, but was still inserted. It should be noted that the electronic perclose proglide instructions for use (IFU), states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the perclose proglide suture mediated closure device if the marker lumen is not patent. The IFU violation did not contributed to the reported difficulties with the device. Based on the evaluation, the leak was not confirmed, but was determined to be a potential product quality issue due to the observed pinched marker lumen. The pinched marker lumen likely caused the physician to push the device deeper exposing the needle lumens to the vessel inner diameter causing blood to enter into the handle causing the leak. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed emdr report, additional information was received: analysis of the returned device found the marker lumen was distal to its intended location and pinched by the handle halves. Follow-up with the account reported that the marker lumen was not successfully flushed prior to use as there was a leak; however, the marker lumen was not noted to be out-of-position or pinched. No additional information was provided.